Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the product remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Several attempts to correct the spinal curvature resulted in motor deficits, monitored in the lower extremities. The deficits returned to normal when corrective maneuvers were released. A decrease of motor amplitude is a known complication of scoliosis surgeries. The procedure was abandoned with a plan to return for completion at a later date. Approximately two weeks after the initial surgery, the patient underwent correction with no complications. The same devices were used in both surgeries. There is no evidence to suggest the event was product related.

Event description:
On 10.28.2014, it was reported to k2m, inc. That surgery took place where there was a decrease in motor amplitudes in the left and right lower extremities and the rods were removed. Surgery took place (B)(6) 2017.